Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of five products being reported for the same event. Please reference manufacturing reports #: 9616099-2005-01500, 9616099-2007-00277, 9616099-2007-00279, 9616099-2007-00280, and 9616099-2007-00281. Any additional information will be submitted within 30 days of receipt.

Event description:
The following information was received from another country clinical study: the patient expired. An autopsy was not performed and the cause of death is unknown. Physicians comment: "the exact cause of death was not unknown, but the possibility of it wasn't the cypher's product problem".